Event description:
It is reported that the pt was revised due to an unk reason. The pt is still recovering.

Manufacturer narrative:
Eval summary: any information regarding the implanted components and how they were put in (op notes and x-rays) was not provided for review. Cause cannot be definitively determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.